Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument during the surgical procedure, the tip of the instrument fractured. The tip fractured after drilling all the peripheral holes, so it did not affect the case. There was no report of a foreign body retained or harm to the patient. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h4 the following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11 visual examination of the returned product identified the plunger has fractured. Fracture analysis has been previously analyzed for this fracture location where overload was identified as the mode of failure. The returned product shows signs of repeated use and wear. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.